Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error. The device has alarmed more than three times. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, self test, a21 error test, off no power test and occlusion test due to motor error alarms. All operating currents are within specification. However, the insulin pump passed the displacement test, self test, rewind, basic occlusion test and prime test. The insulin pump had cracked reservoir tube lip.